Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the viperwire advance guide wire became stuck in the lesion resulting in removal of a portion of the vessel when the guide wire was removed. The procedure was performed in an office-based lab (obl) and required urgent transfer to the hospital due to extravasations in the left popliteal fossa. The target lesions were located in the distal superficial femoral artery (sfa) and popliteal (pop) arteries. A 6f crossover sheath, a 0.035" quick cross and glide wire were used to access the target lesions from a contralateral approach. The viperwire was then placed across the lesions and the tip was parked in the peroneal artery. Intraluminal positioning was confirmed. A 1.5mm solid crown oad was used to perform several sanding passes to treat the distal sfa and pop artery target lesions. The atherectomy was followed by angioplasty of the treated segments with a 6x150 balloon at 4atms for 2mins. Follow-up angiogram demonstrated <20% residual stenosis with continued runoff. The physician experienced difficulty removing the viperwire as the tip was lodged in a branch vessel. Following several attempts with several different types of catheters, the viperwire was successfully removed in its entirety. The follow-up angiogram demonstrated extravasations at the distal segment of the pop artery. The physician was unable to rewire the region, so he inflated a 6x40 balloon in the proximal pop artery for proximal control of bleeding and transferred the patient to the hospital for surgical repair of the artery. The patient remained hemodynamically stable. No additional information is available regarding this event. Three written requests have been made of the physician for additional information regarding this event, but no response has been received.

Manufacturer narrative:
The guide wire was received without the original oad. The initial visual and tactile examination of the guide wire revealed numerous kinks and bends along the shaft. The kinks and deformation could be the result of handling or manipulating the wire during the removal efforts; however, this cannot be confirmed. Further examination revealed that the proximal spring tip coils were stretched distally and there was evidence of adhered biological material. The biological material was located on the distal end of the stretched section of the spring tip indicating that the spring tip was likely stuck in this material while the guide wire was pulled axially. No other damage was observed with the device that would have contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation, the complaint that the guide wire became stuck, resulting in removal of biological material was confirmed; however, the root cause of the wire becoming stuck could not be confirmed. No defects were identified with the guide wire and the root cause of the reported event remains unknown. The material inspection record could not be reviewed as the lot number of the wire remains unknown. (B)(4).